Manufacturer narrative:
The lot number for the both malfunctions were provided and a lot history review was performed. One device has been returned for evaluation; the evaluation identified that the device was able to prime and fire properly with no issue. The device for another malfunction has not been returned for evaluation; therefore, the investigation is inconclusive for self-activation as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model mc1610 biopsy instrument allegedly experienced self-activation. This information was received from various sources. Of the two alleged failure modes, one did not involve patients, and one involved patients with no patient consequences. One (B)(6) year old male patient is (B)(6) kgs and age, weight and gender of another patient were not provided.